Event description:
The customer states that they received a false negative in the b microtube to a cord sample in the mts abd/abd gel card tested on the ortho provue. Incorrect results were reported to the physician. Corrected reports have since been issued and reported for the affected results. There was no harm to any patient.

Manufacturer narrative:
While troubleshooting with the customer cts determined that the initial cord blood sample may not have been centrifuged after the transferring of the blood from the original tube to a test tube. Cts discussed the potential for a false negative if the cells of the testing sample are not properly centrifuged. The customer indicates their understanding of the listed limitations and the potential risk as a result of not centrifuging the cord sample prior to testing. The customer indicates their current satisfaction with the performance of the provue and are requiring no additional troubleshooting or service. (B)(4). Service not requested.